Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The target lesion was located in the mid left anterior descending (lad) artery. The taxus express2 2.5x20mm drug eluting stent was implanted in the mid lad. When the balloon was inflated, it "did not look like a 2.5 but more of a 3.0". An edge dissection occurred in the proximal lad. The dissection was treated with a 2.5x8mm taxus express2 stent. No further pt complications occurred. Pt status is satisfactory.